Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient was noted to not have pulses in deployment leg post procedure with a 6/7f mynx control vascular closure device (vcd). The patient was taken to the operating room for a fasciotomy and endarterectomy. The physician deployed the vcd through an unknown 7fr sheath with no deployment issues reported. The device was not returned because it was discarded. There was intravascular deployment of the sealant. The fasciotomy and endarterectomy were reported to be directly related to the use of the mynx vascular closure device (vcd). No manual pressure was applied following closure, and no compression devices or compression dressings were used. The patient remained on bed rest until the following morning. There was no reported history of clots, blood-clotting disorders, heart failure, obesity, cancer, or other diseases that may have increased the risk of clot formation. The device was used in an interventional procedure with a retrograde approach. The deployer was in training on the mynx device. A 7fr non-cordis introducer was used. The femoral artery suitability was verified; however, the vessel was reported as heavily calcified. The device was used in the common femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm, and there was no vessel tortuosity. Severe calcification was present in the vicinity of the puncture site. The reporter stated that contrast was recommended for balloon deployment, but it was not used. After balloon inflation and sheath withdrawal, there was concern that the sheath may not have been completely withdrawn from the artery despite the tension indicator line aligning. Following deployment, there was no groin bleeding, and the groin appeared normal on follow-up the next day. The patient reportedly experienced leg numbness prior to discharge, returned to the emergency department, and was readmitted with a cold leg. Surgery identified a heavy clot burden around the sealant at the insertion site. The deploying physician reportedly stated that the event was due to operator error and that contrast and fluoroscopy should have been used during deployment. The artery was heavily calcified.